Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that unit has been physically damaged. Unit has been knocked/dropped; there is damage on the bottom left hand corner of the unit and the display is damaged. The display appears discolored or black when it is switched on. The user also reported there was a burning smell. There was no reported patient involvement.